Manufacturer narrative:
The navio handpiece, part pfsr110137 used for treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be mechanical component failure. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
D4 has been updated.

Event description:
It was reported that during a navio tka procedure, the handpiece was not working. Handpiece is not working. Its retraction didn't work (no reaction on bur position detection). Its gear was positioned in the middle, and the gearbox could not be moved by hand. The motor seems to be stuck. It was swapped for its backup to continue the procedure without delays. No other complications were reported.